Event description:
The customer reported that the probe dripped fluid on the ortho provue analyzer and droplets were observed on the foil of the mts gel cards. The provue analyzer posted an error message indicating the inability to identify liquid levels. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) visited the site and indicated that the pressure in the fluidics system was out of specification. Incorrect pressure/vacuum in the fluidics system can lead to fluid on top of the gel card foil and probe drip. Repairs have returned the instrument to its expected operation. This customer has not logged any similar complaints against this analyzer since this incident.